Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication positioned behind the bin exerted pressure on the door, causing the malfunction. A field service engineer (fse) manually released the door using the emergency lever, cleared the obstruction, and verified proper operation using the hardware testing application (hta). Additionally, the fse identified that the latch switches on doors 1 through 4 required replacement and replaced them with updated latch assemblies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door had failed. It was initially recoverable during intermittent failures; however, it eventually stopped opening during recovery attempts. When recovery was attempted, the latch produced a squeaking noise but did not release. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.